Event description:
Tbm states the unit was taken to the patient home and before the vendor left the unit began alarming and the code displayed was 1 red light 5 green lights indicating a pilot valve circuit error code.